Manufacturer narrative:
No additional data or information was provided. Therefore, the specific cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The cobas 8000 c702 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen. 2 results from the cobas 8000 c702 module that did not match the clinical history of the patients. Sample 1 initial result was 4.2 g/dl. Sample 2 initial result was 4.9 g/dl. The repeat results were "within normal ranges (8.5)". No specific data was provided.